Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was getting no flow and there was no water going through the lines. Per additional information received via mail on 17nov2025, they were never contacted about sending in the unit after they made the initial request. They decided to order the mixing pump and circulation pump and will be replacing those when they arrive.

Event description:
It was reported that the biomed stated the arctic sun device was getting no flow and there was no water going through the lines. Per additional information received via mail on 17nov2025, they were never contacted about sending in the unit after they made the initial request. They decided to order the mixing pump and circulation pump and will be replacing those when they arrive.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information received via mail on 17nov2025, they were never contacted about sending in the unit after they made the initial request. They decided to order the mixing pump (B)(4) and circulation pump and will be replacing those when they arrive. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.